Manufacturer narrative:
Investigation: one sample and pictures were provided for evaluation making it possible to confirm the catheter was damaged near the tip. Damage could have happened from product manipulation, could be a result of needle pierced through the catheter. There have been no non-conformances for this lot production. This would have occurred during product application when the product was manipulated. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance.

Event description:
It was reported that before use of the bd insyte¿ IV catheter the catheter was damaged. The following information was provided by the initial reporter, translated from japanese to english: damage on the catheter.

Manufacturer narrative:
Additional information received the awareness date was changed to 2019-10-17. G.4. Date received by manufacturer: 2019-10-17 h3 other text : see section h.10.

Event description:
It was reported that before use of the bd insyte¿ IV catheter the catheter was damaged. The following information was provided by the initial reporter, translated from japanese to english: damage on the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ IV catheter the catheter was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: damage on the catheter.